Manufacturer narrative:
Gtin #  (B)(4). As reported, a non-cordis guidewire crossed the lesion and a chevalier ext was inserted to extend the guidewire; however, a kink was confirmed. Therefore, it was replaced with a new non-cordis guidewire. A stent was deployed in the target lesion, and a powerflex pro 4x40mm 80cm percutaneous transluminal angioplasty (pta) catheter was inserted for inflation, but it ruptured at six atmospheres (6 atm). It was unknown if it was replaced with a new balloon catheter for inflation. An exoseal vascular closure device (vcd) was used to achieve hemostasis, however, indicator window never changed to solid black. It was removed and hemostasis was achieved by manual pressure. The procedure finished successfully with no bleeding complications during or after the procedure. There was no reported patient injury. A contralateral approach was made. The target lesion was the right superficial femoral artery. The patient¿s information, vessel level of tortuosity, calcification and rate of stenosis were unknown. The physician achieved certification on the use of exoseal vcd. The exoseal vcd was prepped according to instructions for use (IFU). There was no visible signs of device or package damage prior to use. There was no difficulty encountered when removing the balloon from the hoop. There was no difficulty encountered when removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the balloon catheter into the patient. The device prepped normally (i.e. Maintain negative pressure). At the end of the procedure, an exoseal vascular closure device f6 was used for hemostasis. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vascular closure device f6 with a sheath introducer was being retracted as a unit, the back-flow from bleed back indicator stopped. The exoseal vascular closure device f6 with the sheath introducer continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to black-black. The exoseal vascular closure device f6 with the sheath introducer was removed from the patient without plug deployment. Additional procedural details were requested but are unknown. Case-(B)(4): the powerflex pro pta catheter was not returned for analysis. A device history record (DHR) review of lot 17628252 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case-(B)(4): the exoseal vcd was not returned for analysis. A device history record (DHR) review of lot 17603565 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and the ¿indicator window no change to indicator¿ could not be confirmed as the powerflex pro pta catheter and exoseal vcd were not returned for analysis. The exact cause of the burst and the no change to the indicator window could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported balloon burst as calcification/resistant lesions may cause damage to a balloon. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported no change to the indicator window. According to the IFU for the powerflex pro pta catheter, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ according to the IFU for the exoseal vcd, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ in this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Neither the DHR reviews nor the information available suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis guidewire crossed the lesion and a chevalier ext was inserted to extend the guidewire; however, a kink was confirmed. Therefore, it was replaced with a new non-cordis guidewire. A stent was deployed in the target lesion, and a powerflex pro 4x40mm 80cm percutaneous transluminal angioplasty (pta) catheter was inserted for inflation, but it ruptured at six atmospheres (6 atm). It was unknown if it was replaced with a new balloon catheter for inflation. An exoseal vascular closure device (vcd) was used to achieve hemostasis, however, indicator window never changed to solid black. It was removed and hemostasis was achieved by manual pressure. The procedure finished successfully with no bleeding complications during or after the procedure. There was no reported patient injury. A contralateral approach was made. The target lesion was the right superficial femoral artery. The patient¿s information, vessel level of tortuosity, calcification and rate of stenosis were unknown. The physician achieved certification on the use of exoseal vcd. The exoseal vcd was prepped according to instructions for use (IFU). There was no visible signs of device or package damage prior to use. There was no difficulty encountered when removing the balloon from the hoop. There was no difficulty encountered when removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the balloon catheter into the patient. The device prepped normally (i.e. Maintain negative pressure). At the end of the procedure, an exoseal vascular closure device f6 was used for hemostasis. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vascular closure device f6 with a sheath introducer was being retracted as a unit, the back-flow from bleed back indicator stopped. The exoseal vascular closure device f6 with the sheath introducer continued to be retracted carefully as a unit, but the graphic pattern in the indicator window never changed to black-black. The exoseal vascular closure device f6 with the sheath introducer was removed from the patient without plug deployment. Additional procedural details were requested but are unknown.